Manufacturer narrative:
This report was impacted by emdr scheduled maintenance occurring july 22-27, 2026. A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture grade iii and rupture.

Event description:
Healthcare professional inquired about "coverage for implant in the context of replacement". Later healthcare professional reported "intracapsular+extracapsular capsular contracture". Healthcare professional later reported "ruptured and cap con". Later healthcare professional reported "grade 3. "This record is for the left side. Device remains implanted.